Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the display went blank after the pump was exposed to moisture. The reporter stated that there was water behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a blank verify screen with audible and vibratory alerts. Testing was unable to verify button functionalities due to the blank screen. A leak test found that the pump casing was cracked. When the pump casing was opened to further investigate, there was evidence of moisture intrusion in the pump interior and the connector wire to the display was found damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.